Event description:
On (B)(6) 2010, the lay user/reporter, the patient's mother, contacted lifescan (lfs) to report the one touch ultralink meter would not power on after it was dropped in water. On (B)(6) 2010 the sr. Medical surveillance specialist spoke with the reporter to obtain and verify information. On (B)(6) 2010 the patient noted the reported meter would not power on after having been dropped in water; she was unable to obtain a blood glucose reading. The patient took no actions due to the meter issue. The patient took her usual meals and insulin doses afterwards. On (B)(6) 2010 at 5:00 am the patient woke up experiencing the symptoms of lightheadedness, dizziness, shaking and irritability. The patient was treated with food and oral glucose, and felt better afterwards. The patient did not seek any medical attention. The patient's usual blood glucose readings range from 100 mg/dl to 150 mg/dl. The patient manages her diabetes by taking insulin using a pump. Troubleshooting revealed there had been misuse of the product by immersing it in water. The literature for this meter warns the patient not to allow any liquid to enter the meter's test strip or data port. The meter, test strips and control solution were replaced. There was misuse of the product due to water intrusion into the meter. The patient allegedly suffered symptoms of hypoglycemia after she was unable to test her blood glucose levels due to the meter power issue, and received treatment with food to alleviate her symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.